Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was placed on in-house da vinci robot system and driven with no problem. The da vinci robot system successfully recognized the instrument, showing 6 remaining uses. The instrument's pogo pins did not stick and were not found to be contaminated. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were 0.100 - 0.200 in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the scratch marks found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the customer noted that at the moment of inserting the prograsp forceps instrument in the patient side manipulator (psm) arm of the robot the instrument was not being recognized by the da vinci robot system. No patient harm, adverse outcome or injury was reported.